Event description:
The clinic reported experiencing a posterior capsule tear resulting in unplanned vitrectomy in the pt's operative eye during a cataract extraction procedure. The clinic reported the reflux mode was not functional when attempting to activate the reflux feature causing the event.

Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo service tech. There were no issues detected with the operation of the machine. The tech found the reflux feature was working properly. The machine was found to meet amo specs. The tech was not able to identify an explanation for the event. The system has continued to be used without any further reported incidents. No add'l info was provided.